Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, there was crack/tear within the lens. The procedure was completed on the same day. Additional information has been received and stated when the lens was placed in the patient eye it appeared as though there was a fiber or hair behind the lens. After multiple attempts to remove the foreign object it was determined that the defect was in the lens itself, possibly a crack in the lens. The iol was explanted during initial procedure. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).